Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. On (B)(6) 2019 when the patient woke up at around 6:00am, his cgm reading was 388 mg/dl and his fingerstick bg was 422 mg/dl. He went to the gym at 8:40 am and walked five miles on the treadmill over 65 minutes. When he came home his cgm read 87 mg/dl which he thought was from the exercise; no bg check was done. He ate his normal breakfast of bran cereal, almond milk and blueberries and took 5.4 units of insulin to cover it. A couple hours later his cgm showed 131 mg/dl and no bg was checked. About two hours later while shopping with his sister he became disoriented, confused, incoherent, and did not know where he was while at his normal cvs store. His cgm had dropped to 55 mg/dl and his bg was about 90 mg/dl. He was groggy and his sister took him to the emergency room (ER) around 5-5:30 pm. At the ER his bg was 62 mg/dl and the cgm showed 55 mg/dl. They gave him orange juice and checked his bg every 30 minutes. His bg went up to 109 mg/dl but the cgm showed 47 mg/dl. He was discharged at about 8:00 pm. Due to the inaccuracies and difficulty controlling his glucose levels he decided to remove his dexcom system and omnipod insulin pump and monitor his bg with finger sticks only until his levels stabilize. At the time of contact, the patient was doing fine. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.